Event description:
During surgery the tulip head dissociated from the screw tail. The surgeon was working at the cervical 4 level when they noticed the screwdriver was sticking slightly and when it released the tulip head became dissociated with the screwtail. The screw was removed and came out in two pieces. The screw was replaced. All parts were retrieved and there was no harm to the patient.